Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while briefly implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was attempted to be repositioned.

Event description:
Boston scientific received information that one day post implant, this right ventricular (rv) lead exhibited intermittent capture at 7.5 volts at 0.4 milliseconds (ms). The patient also experienced pocket stimulation following rv pacing. The device was turned off. A revision procedure was performed and the lead was repositioned. During the procedure the lead had to be repositioned approximately five times. On the last attempt, there were difficulties experienced with the helix mechanism. There was also a lot of noise on the pacing system analyzer (psa). The noise decreased upon placing a stylet in the lead. There were also high pacing impedance measurements greater than 2,000 ohms when attempting to pace in an asynchronous mode. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.